Manufacturer narrative:
(B)(4) - ruptures are labeled in the IFU. Event eval: still under investigation.

Event description:
A (B)(6) male underwent an abdominal aortic aneurysm (aaa) repair on (B)(6) 2009. During this initial procedure dilators were used but the procedure went well with no problems. On (B)(6) 2012, the pt was taken to the emergency room and seen by a surgeon. The pt had a ruptured aaa and brought immediately to the operating room. Initially placed an occlusion balloon into the aorta for control. Accessed with a 5fr sheath then to a 12fr and placed another MFR's balloon. The physician did a midline incision and found that the aorta was ruptured anteriorly. The physician had control while the balloon was up. The graft was cut out and left only the supra renal stent. Scissors and wire cutters were used to take out the graft. The pt had numerous lumbars that the physician sutured. Then placed ax-by-fem graft. The physician attached down to both femorals. The pt was then transferred to sicu, surgery intensive care unit, in critical condition. Pt still alive, long procedure and massive blood loss. Pt was also sent awhile back to another facility to treat a type ii leak and that was coiled and glued by a physician. Pt seems to have been lost to f/u since. It is unk if pt was being seen at that facility.